Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 104) was confirmed. Upon investigation, there was thermal damage on multiple components of the defibrillator board and computer/analog board causing fault. The root cause for the thermal damage was high voltage deviated to low voltage circuits. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor that was displaying a service code.